Event description:
Related manufacturer reference number: 2017865-2025-17438. It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right ventricular (rv) and right atrial (ra) leads were noted to have insulation damages via a chest x-ray imaging. The ra and rv leads were explanted. No patient consequences was reported.